Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 11.5mm (B)(4) implantable collamer lens in the patient's left eye on (B)(6) 2011. The lens was implanted upside down and had a low vault. The lens was explanted on (B)(6) 2011.